Manufacturer narrative:
Because the customer's report was received via email, customer service responded with an email, requesting that the customer call in so that her issue could appropriately be addressed. In follow up with a complaint handler on (B)(6) 2018, the customer confirmed that she developed mastitis on (B)(6)2018 and was prescribed an antibiotic, which she was currently taking. She also confirmed that she had not called customer service to do troubleshooting. She was encouraged by the complaint handler to reach out to customer service. On (B)(6) 2019, the customer called customer service, who conducted troubleshooting with the customer, including inspecting the faceplate and back plate for damage; inspecting and cleaning the diaphragm; disassembling, inspecting, cleaning and reassembling the kit and tubing set; and verifying breast shield fit. The troubleshooting did not resolve the issue. The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. As of the date of this report, the pump has not been received. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2018 the customer alleged to medela llc via email that her pump in style breast pump was becoming "labored" and was not pumping with the same efficiency it once did. She additionally alleged that she continued to use it and has now developed mastitis, for which she was prescribed antibiotics.